Manufacturer narrative:
Additional information: b5. Plant investigation: the batch of the disposable kit is unknown and, therefore, no manufacturing or trending review was performed for a specific lot number. The log files of the console were provided. The affected xlung kit 230 was not available for evaluation. The machine files showed an increase of the power consumption of the pump drive on (B)(6) 2025, which could be related to pump head thrombosis and/or damage of the pump head. However, since the pump head could not be investigated, definitive cause could not be confirmed.

Event description:
A user facility reported an abnormal noise from the pump drive/pump head at higher rpms. The issue involves the xenios console which is generating unusually high noise from the pump drive/pump head during operation at high rpms. This abnormal sound raised concern with hospital staff (extracorporeal membrane oxygenation specialists, nurses, doctors). The patient requires higher flow, necessitating an increase in rpm. Since the team members were unable to tolerate the sound, they performed a circuit exchange resulting in a blood loss of approximately 500 ml and another primed circuit was used on the patient which solved the issue of the abnormal sound. There was no patient serious injury. The complaint sample was discarded onsite and not available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an abnormal noise from the pump drive/pump head at higher rpms. The issue involves the xenios console which is generating unusually high noise from the pump drive/pump head during operation at high rpms. This abnormal sound raised concern with hospital staff (extracorporeal membrane oxygenation specialists, nurses, doctors). The patient requires higher flow, necessitating an increase in rpm. Since the team members were unable to tolerate the sound, they performed a circuit exchange resulting in a blood loss of approximately 500 ml and another primed circuit was used on the patient which solved the issue of the abnormal sound. There was no patient serious injury. The complaint sample was not available for product investigation.